Event description:
Information received indicates the head section on the bed wouldn't go up.

Manufacturer narrative:
The technician isolated the issue to the head valve not functioning correctly. The technician replaced the hydraulic valve to repair the bed.